Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and fallopian tube perforation ('perforation') in an adult female patient who had essure (batch no. C03095) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), headache ("headaches"), post procedural complication ("post procedural complication"), abdominal pain upper ("I have pain on my stomach every single day"), back disorder ("I have problems with my back"), gait disturbance ("I can't walk,I can't run,I cant do exercise"), pain ("my body is in pain every single day.") And loss of personal independence in daily activities ("I can't do nothing"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, genital haemorrhage, dermatitis allergic, psychological trauma, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis and headache had resolved and the post procedural complication, abdominal pain upper, back disorder, gait disturbance, pain and loss of personal independence in daily activities outcome was unknown. The reporter considered abdominal pain upper, back disorder, bacterial vaginosis, dermatitis allergic, device breakage, fallopian tube perforation, gait disturbance, genital haemorrhage, headache, loss of personal independence in daily activities, pain, pelvic pain, post procedural complication, psychological trauma, urinary tract infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for fracture, perforation, pelvic pain, uti, bacterial vaginosis, candida vaginosis, headache. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture/two pieces of the coil broke off') and fallopian tube perforation ('perforation') in an adult female patient who had essure (batch no. C03095) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), headache ("headaches"), post procedural complication ("post procedural complication"), abdominal pain upper ("I have pain on my stomach every single day"), back disorder ("I have problems with my back"), gait disturbance ("I can't walk,I can't run,I cant do exercise"), pain ("my body is in pain every single day.") And loss of personal independence in daily activities ("I can't do nothing"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, genital haemorrhage, dermatitis allergic, psychological trauma, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis and headache had resolved and the post procedural complication, abdominal pain upper, back disorder, gait disturbance, pain and loss of personal independence in daily activities outcome was unknown. The reporter considered abdominal pain upper, back disorder, bacterial vaginosis, dermatitis allergic, device breakage, fallopian tube perforation, gait disturbance, genital haemorrhage, headache, loss of personal independence in daily activities, pain, pelvic pain, post procedural complication, psychological trauma, urinary tract infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for fracture, perforation, pelvic pain, uti, bacterial vaginosis, candida vaginosis, headache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral linear metallic densities are identified within the pelvis and system with history of essure placement. Bilateral fallopian tubes are not opacified patient was having significant pain with increased contrast pressure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received: lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and fallopian tube perforation ('perforation') in an adult female patient who had essure (batch no. C03095) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), headache ("headaches") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, genital haemorrhage, dermatitis allergic, psychological trauma, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis and headache had resolved and the post procedural complication outcome was unknown. The reporter considered bacterial vaginosis, dermatitis allergic, device breakage, fallopian tube perforation, genital haemorrhage, headache, pelvic pain, post procedural complication, psychological trauma, urinary tract infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for fracture, perforation, pelvic pain, uti, bacterial vaginosis, candida vaginosis, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif added- lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and fallopian tube perforation ('perforation') in an adult female patient who had essure (batch no. C03095) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), headache ("headaches"), post procedural complication ("post procedural complication"), abdominal pain upper ("I have pain on my stomach every single day"), back disorder ("I have problems with my back"), gait disturbance ("I can't walk,I can't run,I cant do exercise"), pain ("my body is in pain every single day.") And loss of personal independence in daily activities ("I can't do nothing."). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, genital haemorrhage, dermatitis allergic, psychological trauma, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis and headache had resolved and the post procedural complication, abdominal pain upper, back disorder, gait disturbance, pain and loss of personal independence in daily activities outcome was unknown. The reporter considered abdominal pain upper, back disorder, bacterial vaginosis, dermatitis allergic, device breakage, fallopian tube perforation, gait disturbance, genital haemorrhage, headache, loss of personal independence in daily activities, pain, pelvic pain, post procedural complication, psychological trauma, urinary tract infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for fracture, perforation, pelvic pain, uti, bacterial vaginosis, candida vaginosis, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: all references and source documents from deletion case (B)(4) were transferred to this case. Following events were added from deletion case : I have pain on my stomach every single day, I have problems with my back, I can't walk,I can't run,I cant do exercise, my body is in pain every single day, I can't do nothing. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and fallopian tube perforation ('perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), headache ("headaches") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, genital haemorrhage, dermatitis allergic, psychological trauma, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis and headache had resolved and the post procedural complication outcome was unknown. The reporter considered bacterial vaginosis, dermatitis allergic, device breakage, fallopian tube perforation, genital haemorrhage, headache, pelvic pain, post procedural complication, psychological trauma, urinary tract infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for fracture, perforation, pelvic pain, uti, bacterial vaginosis, candida vaginosis, headache. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿perforation¿ was recoded to fallopian tube perforation. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and uterine perforation ('perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), headache ("headaches") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, pelvic pain, genital haemorrhage, dermatitis allergic, psychological trauma, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis and headache had resolved and the post procedural complication outcome was unknown. The reporter considered bacterial vaginosis, dermatitis allergic, device breakage, genital haemorrhage, headache, pelvic pain, post procedural complication, psychological trauma, urinary tract infection, uterine perforation and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for fracture, perforation, pelvic pain, uti, bacterial vaginosis, candida vaginosis, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: case became serious incident. Event injury nos replaced with pelvic pain. Events added: fracture, perforation, rash/skin condition, uti, bacterial vaginosi, candida vaginosis, headaches were added. Event outcome and rcc comments were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.